Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels and also that the serter did not work. The customer's blood glucose level was 418 mg/dl. The customer treated with the insulin pump. The customer declined to troubleshoot. The customer's reading dropped to 371 mg/dl by the end of the call. The customer was assisted with unlocking the serter. Nothing was replaced or returned for analysis.